Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that ¿one week¿ prior to contacting lfs she obtained a result of ¿230mg/dl¿ on the subject meter, which she felt was inaccurately high in comparison to a result of ¿180mg/dl¿ obtained on another device. The patient manages her diabetes by self-adjusting her insulin doses and stated that ¿one week¿ prior to contacting lfs she visited her doctor¿s office where she had the dose of her medication increased from ¿10mg insulin in the morning and 20mg insulin at night to 20mg insulin in the morning and 30 mg at night¿. The patient reported that ¿one week¿ prior to contacting lfs, after the issue had occurred, she developed symptoms of ¿dizzy, shaking and cold sweats¿. The patient reported that she had her blood glucose tested on an emergency room meter which gave results of ¿170, 106 and 110mg/dl¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had not followed the correct testing procedure as the meter was set to the wrong code. Product was replaced and requested back for evaluation. This complaint is being reported as the patient developed symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged issue occurred.